Event description:
It was reported that the curved bipolar dissector instrument tips were not aligned, the instrument was stuck in position during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .272 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive; the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument pitch cable was found frayed at the distal idler. No damage was found on the clevis. There were indentations at the edge of the distal pulley and visible scratches on the surface the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.